Event description:
It was reported that the emergency shut-off button has come out of its socket, and that there was an intermittent failure of subtraction mode. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated system and found a faulty solder joint for a capacitor on the image acquisition panel, and a broken emergency shut-off switch. Rep replaced the switch, resoldered the capacitor into place and performed operational testing. System operates as intended.